Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 35-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella limb was ischemic, and perfusion was placed. Extracorporeal membrane oxygenation (ECMO) access was suffering from compartment syndrome. The team performed a below knee amputation (bka) on the ECMO limb/right leg. The team considered a left bka as well, but the care was withdrawn after five days.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.